Event description:
Dealer advised intermittently brakes on both motor gearboxes are disengaging when end user goes over a bump.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.